Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant of the right ventricular (rv) lead, the physician attempted to change position of the lead after measurements were not good. The second attempt the helix would not extend despite multiple attempts. A different lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead. Accurate measurement of the helix is not possible due to the helix being bent. If information is provided in the future, a supplemental report will be issued.